Manufacturer narrative:
According to the information received from the field a technical implant failure is suspected. Reportedly the implantation surgery was complicated and it is likely that the wires of the implant have been inadvertently damaged during implantation. Further the recipient suffered from wound healing issues, which required a skin graft revision surgery. Re-implantation is planned but no date has been scheduled yet. This is a final report.

Event description:
Information was received that the user was not able to detect any sound during the initial activation of the device. Reimplantation surgery is considered.

Event description:
Information was received that the user was not able to detect any sound during the initial activation of the device. It appears that there is some movement of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. The problems given in the recipient report seem to be congruent with the damage found. Reportedly the placement of the deivce was complicated. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and in addition during explantation it was noted that a bad position of the coil led to the observed device failure. Further the recipient suffered from wound healing issues, which required a skin graft revision surgery. This is a final report.

Event description:
Information was received that the user was not able to detect any sound during the initial activation of the device. During explantation it was noted that a bad position of the coil led to the observed device failure. The user has been re-implanted.